Event description:
It was reported that the lead safety switch (lss) was triggered due to one out-of-range pacing impedance measurement greater than 3000 ohms on the competitive right ventricular (rv) lead. Noise was noted on the rv sense channel due to the polarity switch from bipolar to unipolar configuration. All unipolar and bipolar testing values were stable. Isometrics produced noise; however, the device was not annotating it. The lss was programmed off and the decision was made to program sensing and pacing polarity to bipolar. The patient will be brought back to clinic to reassess impedance trends at sooner intervals. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.